Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 44 mg/dl and the cause was not known. Juice was consumed to address the low bg. The customer declined to upload the pump data for review. The customer received a malfunction code and tandem technical support assisted the customer with clearing the malfunction. The customer's bg was 204 mg/dl at the time of the malfunction.